Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 25x1-1/2 rb ns had leakage. The following information was provided by the initial reporter: material # 303018; batch # unknown, verbatim: "just wanted to send you a notification regarding a defective 25g needle (ref# (B)(4)). The stated issue was that "needle leaks at junction of needle and plastic, dozen instances, first saved". Additional information received on 10oct2025: can you please provide the lot number(s) of the product associated with reported issue? I cannot as the product was used and only the needle was saved, not the packaging. Can you please provide the total number of occurrences? According to the reporter, many, however this is the first time a product was saved.

Manufacturer narrative:
Pr(B)(4) follow up it was reported the needle leaks at junction of the needle and plastic. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.